Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: limited information is available. Customer complains that cb030 was not cutting properly during use. Additional information received via email 04-jan-2022 from [name], account manager associate: there was no patient injury. The failure to cut was noticed during the cholangiogram. The device was functional upon initial use. The user was cutting the cystic duct when the scissors failed to cut. The device was thrown away after the case. Product is not available for return. Patient status: there was no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.